Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular lead exhibited intermittent capture. No intervention was performed. Patient condition was stable and would continue to be monitored.